Event description:
It was reported that the screw was stripped and the rod had to be cut in order to remove it.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the screw was examined and found to have a deformed hex head. Manufacturing files were reviewed and no anomalies were found. A functional test verified that a polyaxial screwdriver could be attached to the screw to make it monolithic with the screw. Conclusion: the probable root cause is not assuring the polyaxial screwdriver was firmly locked to the polyaxial screw as recommended in the stg.

Event description:
It was reported that the screw was stripped and the rod had to be cut in order to remove it.